Event description:
Had essure put in 2004 and in the past 3 years, my health has went down hill. I went in weighing (B)(6). And now between the weight gain, headaches, sever cramping, moodiness, being an emotional wreck, sharp pains, the hit or miss periods, forgetfulness, blurred vision, back and neck pain, sharp pains on the left side when bending down, such bad back pain I come to tears tying my shoes, tiredness all the time, depressed, swelling of feet and lower legs, had to have teeth pulled in 2011 because fillings were falling out and new cavity were forming no matter what they would do and not to mention absolutely no sex drive. These are the ones that come to mind while filing this out.